Manufacturer narrative:
H6. Component code: g03001. During a site visit by the field service engineer (fse) the analyzer was inspected and observed an overflow of waste from the waste drain which was clogged. The overflow came into contact with nearby cables that were on the ground causing a spark. The non-abbott ups power cable and the rj-45 lan cable were replaced by the fse. A review of the service history for the architect (B)(6) analyzer revealed no additional issues were reported. A review of tracking and trending did not identify any trends for the architect c8000. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Labeling was reviewed and contains adequate information on troubleshooting the observed issue. The spark observed was limited to the cables and did not spread to other parts of the instrument. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device service by a third party? No. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported the waste tubing from the architect c8000 drains into this floor drain which overflowed. The customer observed electrical sparks in the power cables that were nearby the floor drain. No reported impact to patient management or user safety was reported.